Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads exhibited an increase in thresholds since implant. The leads had become twisted and the physician suspects the patient has twiddlers syndrome. The rv and ra leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the lead was returned for analysis, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the atrial pacing capture threshold was rising. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.